Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s programmer would not turn on and the antenna was not working. They replaced the batteries and the programmer still didn¿t work. The inability to power on the programmer began in (B)(6) of 2016. It was noted that there was not an out of box failure reported. It was confirmed that the programmer had not gotten wet or been dropped. Additional information was received from the patient and a consumer. It was reported that the patient did not receive a replacement programmer. The patient had an appointment with the surgeon on (B)(6) 2016 to see if the new programmer worked for the patient. Since the patient had not received the replacement he had to reschedule the appointment and was to see the healthcare professional in two weeks. The patient stated that the device was not stimulating where it was supposed to. The consumer clarified that the patient was talking about his programmer. The programmer was not doing anything. It was not stimulating, not adjusting, and the programmer was off. It stimulated the patient in places it was not supposed to be stimulating. If it hurt on one side it stimulated on the other side. The consumer stated that the patient felt no stimulation at all for a while and the patient had to get in touch with a rep to get another programmer. It stimulation issues had occurred for a while, over a month prior to (B)(6) 2016. The patient reported that it was acting crazy and that he needed a new programmer. The patient clarified the acting crazy as the programmer not working and that he had to use his recharger. It was noted that the programmer was not working with either antenna. The external antenna was also damaged. The programmer and antenna were replaced. Additional information was received from manufacturer representatives (reps). It was reported that the patient was seen by a rep on (B)(6) 2016. The rep cleared the patient¿s power on reset and the stimulator went back to working fine. It was noted that another rep talked to the patient and the patient had been calling a rep who was no longer with the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.